Event description:
It was reported that a 2 cm piece of tubing was left in the pt, and found post-op. Antibiotics were prescribed to the pt, and follow up surgery was performed to remove the tubing.

Manufacturer narrative:
Device was not returned for eval. No lot number info was provided by the customer.